Event description:
An alarm issue was reported with the adc device in use with an unknown phone with an unknown operating system. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness, low and high temperatures, and sweating. As a result, the customer received hcp treatment of glucose for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an unknown phone with an unknown operating system. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness, low and high temperatures, and sweating. As a result, the customer received hcp treatment of glucose for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. The customer reported missing low glucose alarm. Attempted to replicate the customer's complaint using similar configurations of a5x, android 9, 21.0.0.6714 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.